Event description:
Boston scientific received information that the right atrial (ra) lead was dislodged during routine follow up check. The ra lead was surgically abandoned and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.